Event description:
Numerous orthopedic physicians have had user issues with the product, causing unnecessary disruption of the surgical tissue, thereby making infection more likely. Patient presented to the or for incision and drainage of the site on (B) (6) 2010. Patient was given IV vancomycin for the infection. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: total hip arthroplasty. Event abated after use stopped or dose reduced: yes.